Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung biopsy open procedure, while being applied on the parenchyma, when the surgeon proceeded to fire the stapler, pressed green button and allowed handle to kick forward but squeezing the handle would not fire the stapler. They tried a different reload with the same result. Tried another handle, same result. Finally, the third handle worked. They opened additional reloads and staples to complete the case. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection noted no abnormalities. Functionally the loading units were loaded with a representative cartridge and were applied to test media. All staples were placed, and test media was cleanly transected. The handle correctly displayed the loading unit fire count. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.